Event description:
This literature case describes the occurrence of perforation ("bilateral perforation") in a female patient who had essure inserted for sterilization. Literature reference: das s, yoong wc, govind a, comment on [?]end of the road for essure?', bmj sexual and reproductive health, 2018, 44:1:(71-72). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy (unclear if hysterectomy was also performed)). Essure was removed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): perforation: 672 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This literature case describes the occurrence of perforation ("bilateral perforation") in a female patient who had essure inserted for sterilization. Literature reference: das s, yoong wc, govind a, comment on end of the road for essure, bmj sexual and reproductive health, 2018, 44:1:(71-72). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy (unclear if hysterectomy was also performed)). Essure was removed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.